Event description:
Intervention in progress. Unable to remove device from coronary artery. Physician attempted removal and it was unsuccessful. Patient was stable and they called for cardiovascular surgery. Patient was intubated and sedated and prepared for or. Patient required open chest surgery. Cardiovascular surgeon who opened chest made the decision to leave the wire inside the vessel. Per doctor, there is a little to no risk of the wire providing harm to the patient as it was sutured in and locked inside the vessel by the physician. There is more information regarding this event but too involved for this report. Suffice it to say, device was used, caused rupture in artery, patient required resusitation and open heart surgery manufacturer response for coronary orbital arthrectomy device and guide wire, diamondback 360 coronary orbital arthrectomy device oad and viperwire guide wire (per site reporter): none except there have been no other events with this device.